Event description:
It was reported that the patient presented in clinic for initial implant procedure. After the device placement, it was found that the pacemaker was unable to be programmed to desired configuration. The pacemaker was explanted and replaced on the following day. Patient condition was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of bipolar output anomaly was confirmed. The device above elective replacement level was received for analysis. Final analysis of the device header found that the ventricular contact spring was missing. After inserting a new contact spring, the device was restored. Longevity assessment was normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.